Manufacturer narrative:
(B)(4). Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/03/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right jugular vein due to postoperative left leg pain and swelling that was confirmed as extensive left leg dvt. Plaintiff is alleging migration, vena cava perforation, fracture, device retrieved by surgical resection, organ perforation (duodenum and l3 vertebral body), severe recurrent chest pain, cutaneous flushing, and insomnia. Patient alleges successful surgical intervention to retrieve filter and fractured tines on (B)(6) 2013.

Event description:
Description of event according to complainant: it is alleged that "on (B)(6) 2009, [pt] was admitted to (B)(6) hosp in (B)(6) with a dvt. [Pt's] physicians determined that implantation of an inferior vena cava filter was the proper therapeutic intervention, at which point cook ivc filter was implanted into [pt]. The implantation procedure went without complication, and a postplacement cavogram demonstrated appropriate positioning. During approximately (B)(6) 2012, [pt[ began experiencing severe and constant hip, pelvic, lower back, and leg pain. After suffering months of severe, recurrent pain, [pt] underwent a CT scan which revealed "ivc filter leg erosion through ivc with bony reaction and leg erosion into vertebral body." Migration of cook ivc filter, strut canal penetration into the l1-l2 vertebra, and nerve compression were also observed in [pt]. These findings warranted recommendation by [pt's] physicians to perform an open surgical procedure to attempt to remove cook ivc filter on (B)(6) 2013. While recovering from her cook ivc filter extraction procedure, [pt] again began experiencing severe, constant abdominal and chest pain. She sought med attention for relief and to determine the etiology of this persistent pain, at which point a CT scan of her torso was performed. Performed on (B)(6) 2014, the CT scan revealed "portions of two metallic legs lie in retroperitoneum." These "metallic legs" were portions of cook ivc filter, either according or independent secondary struts." Pt outcome: it is alleged that "[pt] suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, migration, vc / organ perforation, fracture, open surgical retrieval, severe chest pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog #: unk but referred to as a cook celect filter. Expiration date: unk as info was not provided. Since catalog # is unk the 510(k) could be either k090140, k073374 or k061815. Unk as lot # is unk. Summary of investigational findings: no device, imaging studies or hosp or med records have been available. Consequently, based on very limited info, it is not possible to comment on the ivc filter, which had two legs that allegedly fractured, perforated the ivc and migrated to the retroperitoneal space. Also, it is not possible to comment on the alleged migration, strut canal penetration into the l1-l2 vertebra nerve compression and severe pain, as well as the filter removal the pt underwent 3 years and 11 months after filter replacement. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter fracture, migration and perforation of vena cava cannot be determined based on the limited info provided. Cook medical will monitor for similar events.